Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The power entry module was not damaged or missing screws. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. The cycler underwent and passed a voltage check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the screen of a patient¿s liberty select powered down during an unknown step of treatment. The power cord was properly plugged. The ok and stop keys were on, the cycler turned on but the cycler powered down due to a loose component. There were no recent power outages in the home or in the area reported. The patient stated that they jiggle the cord to the machine in order to turn it back on but sometimes they see sparks. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the pdrn reported that there was no melting, burning smell, smoke, flame, or arcing observed. The pdrn confirmed that the spark occurred during setup. The pdrn stated that the spark occurred due to a loose plug on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated after the patient jiggling the plug, the cycler would turn on. The pdrn stated that the patient is allowed to skip one treatment during the week so therefore they decided to skip treatment. The pdrn confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.